Manufacturer narrative:
Balt USA reference # (B)(4). The complaint investigation was performed by legal manufacturer balt extrusion. The following summary was provided to summarize the investigation: the affected device was not returned & therefore, we could only base our analysis on the incident description filled, the post-market surveillance (pms) data, and the internal investigations we conducted (lot history record, quality controls, etc.). During the manufacturing process, several tests are performed: two different destructive tests by sampling are performed: wire twisting and bending all units are tested with a non-destructive bending test. The aspect of the weldings is 100% controlled. No other complaints have been recorded on this lot number in our database. Nor the internal investigations (lhr & quality control reviews), nor the pms data highlighted anomalies which could explain the issue you experienced during the procedure. As such, we lack information to draw a solid conclusion on the root cause of the incident. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "maja 13-nov-2024: on (B)(6) 2024, the (B)(6) hospital performed intracranial arteriovenous malformation embolization using hybrid1214d guide wire to select abnormal blood vessels. After rotating the guide wire, the guide wire suddenly loosened. The operator withdrew the guide wire and found that the tip of the guide wire did not move. Later, the entire system was withdrawn for in vitro examination and found that the tip of the guide wire was broken. Therefore, a report of damage was made. Replacing another guidewire, the surgery went smoothly and the patient was not affected."